Event description:
It was reported that, when referring to a priming bolus, 1.799 was incorrectly entered as the ¿total prime volume¿. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).